Event description:
It was reported that the pt has only 5 enabled electrode channels, and has very low performance. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.